Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Im tibial jig blue knob would not tighten/loosen.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device found the locking knob component stripped and will not lock. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.